Event description:
Procedure: urological/gynecological. According to the rptr: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. The pt's attorney alleged a deficiency against device. Add'l info has been requested, but not yet rec'd.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report (B)(4) for a "uretex". Add'l info from the importer: catalog # 485013, (B)(4).